Event description:
The facility reported an infusion pump with a failure code 812:02. The failure was reported to have occurred after use. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event and no pt injury had been reported.